Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose level with a blood glucose level of 419 mg/dl. The customer was treated with bolus. The customer mentions symptoms like nausea, dehydration and urination. The customer reported that the insulin pump was alarming no delivery and did not allow to rewind the insulin pump. The customer declined troubleshooting for high blood glucose level. Troubleshooting was performed for no delivery and the customer stated that the insulin exited with the manual prime. The product will not be returned for analysis.